Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed irritation under the device on their back. There was no alleged device malfunction. The patient reported that their doctor prescribed them an antibiotic cream for the reported irritation. The patient's rash improved.